Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vticm5_12.1 implantable collamer lens, -13.0/+1.5/100 (sphere/cylinder/axis) into the patient's right eye (od), it was torn. On (B)(6) 2021 the lens was exchanged with an alternate lens and the problem is resolved. Reportedly, the torn haptic of the lens was found during the follow up.